Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The connectors of the tigerpaw system ii device were not engaged. The tigerpaw was used during cardiopulmonary bypass. It's assumed that sutures were used to complete the procedure. No known patient effect. No blood loss. No delay in the procedure.